Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also reported that the ipg was having trouble communicating with the remote control and the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device will not be returned.